Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor / teratoma / cancer: thyroid ¿ papillary') in an adult female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included raynaud's disease and alopecia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced asthenia ("low energy"), ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("urinary tract infection") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2011, the patient experienced vomiting ("vomiting"), the first episode of abdominal distension ("gas/bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn") and liver disorder ("liver problems"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), raynaud's phenomenon ("raynaud's"), autoimmune thyroiditis (seriousness criterion medically significant), haematuria ("hematuria"), bradycardia ("bradycardia"), anaemia ("anemia"), migraine ("migraines / headaches"), nausea ("nausea"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), acne ("acne"), tooth disorder ("dental problems"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and the second episode of abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant") and was found to have uterine leiomyoma ("uterine fibroid") and papillary thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, tooth disorder, back pain, headache, chest pain and abdominal pain lower outcome was unknown and the dyspareunia, metrorrhagia, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and the last episode of abdominal distension had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, hypoaesthesia, hypothyroidism, insomnia, liver disorder, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, osteoporosis, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection, weight decreased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor / teratoma / cancer: thyroid ¿ papillary/ thyroid cancer') in an adult female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included raynaud's disease and alopecia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced asthenia ("low energy"), ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In 2010, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), dysmenorrhoea ("dysmenorrhoea cramping"), metrorrhagia ("metorhagia bleeding b/w periods"), urinary tract infection ("urinary tract infection") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2011, the patient experienced vomiting ("vomiting"), the first episode of abdominal distension ("gas/bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn") and liver disorder ("liver problems"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding vaginal"), raynaud's phenomenon ("raynaud's"), autoimmune thyroiditis (seriousness criterion medically significant), haematuria ("hematuria"), bradycardia ("bradycardia"), anaemia ("anemia"), migraine ("migraines / headaches"), nausea ("nausea"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), acne ("acne"), tooth disorder ("dental problems"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and the second episode of abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant") and was found to have uterine leiomyoma ("uterine fibroid") and papillary thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on 12-nov-2018. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and the last episode of abdominal distension had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, tooth disorder, back pain, headache, chest pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, hypoaesthesia, hypothyroidism, insomnia, liver disorder, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, osteoporosis, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection, weight decreased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. Outcome of event pain was resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("utl"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain") and breast tenderness ("breast tenderness"). The patient was treated with surgery (essure removal on (B)(6) 2018)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, cystitis, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain and breast tenderness outcome was unknown. The reporter considered abdominal pain, bladder disorder, breast pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received. Events; chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmennorhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), vaginal infection ,bladder infection, bladder problems, urinary problems, vaginal. Discharge, utl, abnormal menses, breast pain/tenderness were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor/teratoma/cancer: thyroid ¿ papillary/thyroid cancer') in a 37-year-old female patient who had essure (batch no. 626798) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, throat swelling, shortness of breath, muscle weakness, mercury poisoning and lumbar vertebral fracture l4. Concomitant products included ascorbic acid; calcium gluconate; calcium pantothenate; calcium phosphate; yanocobalamin; ergocalciferol; ferrous fumarate; folic acid; magnesium phosphate; nicotinamide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride;tocopherol (vitamin 15) and docusate sodium (colace). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("psychological or psychiatric problems condition: dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety") and mood swings ("mood swings"). In 2009, the patient experienced asthenia ("low energy") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vulvovaginal mycotic infection ("yeast infection") and bruxism ("clenching right side of jaw at night") and was found to have papillary thyroid cancer (seriousness criterion medically significant). In 2010, the patient experienced intermenstrual bleeding ("metorhagia (bleeding b/w periods)/spotting between periods"). In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6) 2011, the patient experienced haematuria ("hematuria"), 2 years 6 months after insertion of essure. In (2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), autoimmune thyroiditis (seriousness criterion medically significant), vomiting ("vomiting"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), liver disorder ("liver problems") and abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroid"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced bradycardia ("bradycardia") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), raynaud's phenomenon ("raynaud's"), migraine ("migraines/headaches"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and pain ("soreness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, intermenstrual bleeding, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and abdominal distension had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, bruxism, back pain, headache, chest pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, bruxism, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, heavy menstrual bleeding, hypoaesthesia, hypothyroidism, insomnia, intermenstrual bleeding, liver disorder, loss of libido, menstrual disorder, migraine, mood swings, nausea, osteoporosis, pain, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Discrepancy noted in insertion date: (B)(6) 2008. Onset date of event: raynaud's disease (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter's information added. IFU received. No new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor / teratoma / cancer: thyroid ¿ papillary/ thyroid cancer') in a 37-year-old female patient who had essure (ess205) (batch no. 626798) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, throat swelling, shortness of breath and muscle weakness. Concomitant products included docusate sodium (colace). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced raynaud's phenomenon ("raynaud's"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("psychological or psychiatric problems condition: dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety") and mood swings ("mood swings"). In 2009, the patient experienced asthenia ("low energy") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vulvovaginal mycotic infection ("yeast infection") and bruxism ("clenching right side of jaw at night") and was found to have papillary thyroid cancer (seriousness criterion medically significant). In 2010, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods) / spotting between periods"). In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6) 2011, the patient experienced haematuria ("hematuria"), 4 years after insertion of essure (ess205). In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), autoimmune thyroiditis (seriousness criterion medically significant), vomiting ("vomiting"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), liver disorder ("liver problems") and abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroid"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced bradycardia ("bradycardia") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and pain ("soreness"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and abdominal distension had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, bruxism, back pain, headache, chest pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, bruxism, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, hypoaesthesia, hypothyroidism, insomnia, liver disorder, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, osteoporosis, pain, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Discrepancy noted in insertion date-(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: pfs received- pt of the event tooth disorder was updated to bruxism. Onset date of the event hashimoto's, raynaud's, hematuria, fatigue, bradycardia, anemia, gluten sensitivity, no longer wear earrings ¿ ears itch, hives, rashes, skin irritation, boils, dyspareunia, hair loss, uterine fibroid, acne, nickel allergy, nausea, bladder infection, urinary tract infection, yeast infection were updated. Reporter information and medical history were added. On 10-aug-2020: social media content received. Concomitant drug was added. New event pain was added. Fu 8 and 9 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor / teratoma / cancer: thyroid ¿ papillary') in an adult female patient who had essure (ess205) (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included raynaud's disease and alopecia. On (B)(6)-2007, the patient had essure (ess205) inserted. In 2009, the patient experienced asthenia ("low energy"), ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("urinary tract infection") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6)2011, the patient experienced vomiting ("vomiting"), flatulence ("gas/bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn") and liver disorder ("liver problems"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), raynaud's phenomenon ("raynaud's"), autoimmune thyroiditis (seriousness criterion medically significant), haematuria ("hematuria"), bradycardia ("bradycardia"), anaemia ("anemia"), migraine ("migraines / headaches"), nausea ("nausea"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), acne ("acne"), tooth disorder ("dental problems"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant") and was found to have uterine leiomyoma ("uterine fibroid") and papillary thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, flatulence, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, tooth disorder, back pain, headache, chest pain and abdominal pain lower outcome was unknown and the dyspareunia, metrorrhagia, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, flatulence, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, hypoaesthesia, hypothyroidism, insomnia, liver disorder, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, osteoporosis, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis" most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Events¿ low energy, abnormal bleeding (vaginal), (no longer wear earrings ¿ ears itch, gluten sensitivity, hives, rashes, skin irritation, boils, raynaud's, hashimoto's, hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss; hematuria, bradycardia, anemia, migraines/headaches, yeast infection, dizziness, brain fog, anxiety, mood swings, uterine fibroid, vomiting, gas/bloating, constipation, diarrhea, heartburn, liver problems, nausea, tingling sensations, numbness, nickel allergy, tumor / teratoma / cancer: thyroid ¿ papillary, decreased vision, weight loss, hypothyroid, sleep apnea, osteoporosis, loss of libido, bleeding after sex, vitamin d deficiency, unexplained bruising, insomnia, acne, adrenal fatigue/chronic fatigue syndrome), dental problems, back pain, headache, chest pain, cramping ¿ abdomen, and bloating/gas/ I no longer looks 8 months pregnant¿ were added. Events¿ dyspareunia and metrorrhagia were updated to recovered/resolved. Reporter, demographics, lab data, essure lot number were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), autoimmune thyroiditis ('hashimoto's') and papillary thyroid cancer ('tumor / teratoma / cancer: thyroid ¿ papillary/ thyroid cancer') in a 37-year-old female patient who had essure (batch no. 626798) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, throat swelling, shortness of breath, muscle weakness, mercury poisoning and lumbar vertebral fracture l4. Concomitant products included ascorbic acid;calcium gluconate;calcium pantothenate;calcium phosphate;cyanocobalamin;ergocalciferol;ferrous fumarate;folic acid;magnesium phosphate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol (vitamin 15) and docusate sodium (colace). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced ear pruritus ("no longer wear earrings ¿ ears itch"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), furuncle ("boils"), alopecia ("hm ad alopecia but had lashes and eyebrows - they fell out after essure/hair loss"), dizziness ("psychological or psychiatric problems condition: dizziness"), feeling abnormal ("brain fog"), anxiety ("anxiety") and mood swings ("mood swings"). In 2009, the patient experienced asthenia ("low energy") and chronic fatigue syndrome ("adrenal fatigue/chronic fatigue syndrome") with fatigue. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vulvovaginal mycotic infection ("yeast infection") and bruxism ("clenching right side of jaw at night") and was found to have papillary thyroid cancer (seriousness criterion medically significant). In 2010, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods) / spotting between periods"). In (B)(6) 2010, the patient experienced acne ("acne"). On (B)(6) 2011, the patient experienced haematuria ("hematuria"), 2 years 6 months after insertion of essure. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), autoimmune thyroiditis (seriousness criterion medically significant), vomiting ("vomiting"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), liver disorder ("liver problems") and abdominal distension ("bloating/gas/ I no longer looks 8 months pregnant"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("uterine fibroid"). In 2013, the patient was found to have weight decreased ("weight loss") and experienced loss of libido ("loss of libido"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced bradycardia ("bradycardia") and anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), menstrual disorder ("abnormal menses"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), raynaud's phenomenon ("raynaud's"), migraine ("migraines / headaches"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), visual impairment ("decreased vision"), hypothyroidism ("hypothyroid"), sleep apnoea syndrome ("sleep apnea"), osteoporosis ("osteoporosis"), coital bleeding ("bleeding after sex"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained bruising"), insomnia ("insomnia"), back pain ("back pain"), headache ("headache"), chest pain ("chest pain"), abdominal pain lower ("cramping - abdomen") and pain ("soreness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia, asthenia, dizziness, feeling abnormal, anxiety, weight decreased, loss of libido, coital bleeding, chronic fatigue syndrome and abdominal distension had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, bladder disorder, vaginal discharge, urinary tract infection, urinary tract disorder, menstrual disorder, breast pain, breast tenderness, vaginal haemorrhage, ear pruritus, gluten sensitivity, urticaria, rash, skin irritation, furuncle, raynaud's phenomenon, autoimmune thyroiditis, alopecia, haematuria, bradycardia, anaemia, migraine, vulvovaginal mycotic infection, mood swings, uterine leiomyoma, vomiting, constipation, diarrhoea, dyspepsia, liver disorder, nausea, paraesthesia, hypoaesthesia, allergy to metals, papillary thyroid cancer, visual impairment, hypothyroidism, sleep apnoea syndrome, osteoporosis, vitamin d deficiency, contusion, insomnia, acne, bruxism, back pain, headache, chest pain, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, anxiety, asthenia, autoimmune thyroiditis, back pain, bladder disorder, bradycardia, breast pain, breast tenderness, bruxism, chest pain, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, feeling abnormal, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, hypoaesthesia, hypothyroidism, insomnia, liver disorder, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, osteoporosis, pain, papillary thyroid cancer, paraesthesia, pelvic pain, rash, raynaud's phenomenon, skin irritation, sleep apnoea syndrome, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: procedure in detail: both tubal ostia were cannulated with the essure micro inserts and the devices deployed in the usual fashion, 2 trailing coils from the left side were left in the uterine cavity. 4 trailing coils from the right side were left in the uterine cavity. The patient tolerated the insertion well without complications. Discrepancy noted in insertion date- (B)(6) 2008 onset date of event: raynaud's disease (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, hematuria, cystitis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received: model number was changed from ess205 to ess305. Insertion date was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.